Manufacturer narrative:
The investigation has been completed. The automated impella controller (aic) was returned for investigation. The console logs for the event revealing multiple partial restarts starting at 00:32:04. The first restart occurred approximately 13 days after the case was initiated. Following the second restart, an "unexpected controller shutdown alarm" was triggered. Shortly after, the pump was automatically restarted at previous p-level. Moments after, both "controller error (loss of comm (pbm1))" and "controller error (loss of comm (pbm2))" alarms were triggered. The console experienced two more restarts, with similar alarms observed before ultimately shutting down and being replaced with a new console. Additionally, multiple communication issues with various subsystems within the aic were noted just before the first restart, and these issues persisted until the console was shut down. The console ic8273 was sent back to field service for further investigation and while testing, the console failed to complete the boot-up process, and console was than forcefully shutdown. Upon further investigation, it was determined that the 4-in-1 pca was defective and causing communication issues within the console. After replacing the faulty 4-in-1 pca with a known good one, the console was able to boot completely. Further the console was tested with multiple power cycles as well as with a known good pump and purge cassette and no issues were found. Additionally, no interruptions in the power supply were detected between the pbm and the replaced 4-in-1 pca. The root cause of the reported issue, console shut off without any warning, was due to the 4-in-1 pca malfunction.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that an automated impella controller (aic) shutoff unexpectedly during patient support. An "unexpected controller shutdown" message appeared and the nurse subsequently swapped the aic. Started on second console without any issues. Patient remained stable throughout console switch.